Event description:
Customer reported via phone call that the buttons on the insulin pump have an intermittent response. The insulin pump was not dropped or exposed to moisture. Blood glucose value was 7.0 mmol/l it was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.